Manufacturer narrative:
Investigation into this complaint included a service history review, return sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: service history review a service history review did not find any prior service tickets related to a collapsed/damaged center valve/quick connect body within the liquid waste bottle cap. There is no indication that the alinity m system (list 08n53-002) serial number (B)(6) is performing outside of established design performance specifications based on the elements reviewed in this section. Return sample review physical observation of other returned sample liquid waste bottle caps confirmed the quick connect body contained a collapsed center valve. However, the results indicate the return sample liquid waste bottle caps functioned properly by allowing liquid waste to flow through the quick connect body with the center valve. Based on the results of the evaluation, the subject matter expert (sme) did not reproduce the issue of liquid failing to flow through the collapsed liquid waste bottle caps that were return samples. A product deficiency could not be identified by the file sample evaluation. Quality data review device history record / batch record review: review of the certificate of compliance did not identify any issues which could result in the reported complaint. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m system (list 08n53-002) serial number (B)(6) was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This event has been previously reported in MDR 3005248192-2024-00068. Additional suspect product alinity m system (list 08n53-002) added and addressed in this MDR 3005248192-2024-00100.

Event description:
The customer reported 1 false positive patient result for the sars-cov-2 target on the alinity m resp-4-plex assay. Following contamination troubleshooting, the customer reported that they had a patient sample (sample ID (B)(6)) that was positive for sars-cov-2 on the alinity m resp-4-plex assay. The sample had a cn (cycle number) of 37.5. Due to their protocol, in which they do not consider samples above 35 cn to be positive, the sample was tested on their second alinity m instrument and was negative on the second instrument. There was no impact on patient management. The customer experienced 2 runs where they had a negative control reactive for sars-cov-2 and flu b on their resp-4-plex controls. A field service engineer (fse) determined that the 3 way valve was switching from bottle 1 to 2 correctly and the waste lines were routed correctly to the liquid waste bottles. The fse inspected the liquid waste bottle connections and found liquid waste bottle 2 had an inner piece of the quick connect collapsed when compared to bottle 1. This collapsed piece of the quick connect is what engages the pressure release from the tubing connection of the waste line. The fse determined this could intermittantly cause pressure to build in the waste lines if quick connect was not fully engaged and potentially cause the backflow of liquid waste to the bulk fill assembly through the peristaltic pumps 5 or 6. If peristaltic tubing was worn out this could account for the failure to hold against increased pressure in the waste lines. The fse replaced peristaltic tubing out of precaution for all peri pumps in the solution drawer. Fse determined cause of qc negative reactive controls was the presence of contamination at the bulk fill assembly. The fse performed decontamination procedures. The customer received the new liquid waste bottles and installed them. The customer had no further issues. The false positive patient result occurred during the time of the instrument contamination.